Event description:
It was reported that with use of bd phoenix¿ m50 automated microbiology system, there was false resistance of organism klebsiella oxytoca. There was no patient impact. "Plaque 416 urinary suspicion bgm ferment originated not confirmed. 1. Were erroneous results reported to the clinician? No. 2. Were patients treated based on erroneous results? No. 3. If yes, was there any negative impact to the patient? Delay in results. 3. Resolution of the failure/ what was done to resolve the instrument failure: interpretation issue sent to applicative team. 4. The patient impact has already been requested, however, did the failure occur with control or patient samples? Patient sample (hemoculture). 5. What is the microorganism? Klebsiella oxytoca. 6. What confirmatory tests were performed to determine that the results were in error? Ebls test, solid diffusion method."

Manufacturer narrative:
H.6. Investigation summary: a results failure was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported that plaque 416 urinary suspicion bgm ferment originated not confirmed. Bd remote services confirmed with customer and there were no instrument failures, the issue occurred with a patient sample (hemoculture) and was confirmed through esbl test, solid diffusion method. The issue was about an interpretation issue, which was sent to application specialist team for further analysis. Instrument presented no errors; the root cause of this failure mode is not known. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Review of service history for (B)(6) revealed two previous similar cases (B)(4) for issues with results failure.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. G.5. PMA / 510(k)#: k020321 k040099 k131331. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that with use of bd phoenix¿ m50 automated microbiology system, there was false resistance of organism klebsiella oxytoca. There was no patient impact. "Plaque 416 urinary suspicion bgm ferment originated not confirmed. Were erroneous results reported to the clinician? No. Were patients treated based on erroneous results? No. If yes, was there any negative impact to the patient? Delay in results. Resolution of the failure/ what was done to resolve the instrument failure: interpretation issue sent to applicative team. The patient impact has already been requested, however, did the failure occur with control or patient samples? Patient sample (hemoculture). What is the microorganism? Klebsiella oxytoca. What confirmatory tests were performed to determine that the results were in error? Ebls test, solid diffusion method".